Manufacturer narrative:
Testing of actual/suspected device: while on site, the fse evaluated the iabp unit and found there to be fluid in the unit on the printer, motor controller board and the power management board. The fse ensured that all of the remaining fluid was removed from the system and would order the required parts and return to complete the repair once the parts were received. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while at the customer's site to complete other services, a getinge field service engineer (fse) was informed that the cardiosave intra-aortic balloon pump (iabp) would not complete a fill for the balloon. It is unknown if there was a patient involved; however, no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: d11, h6 (component codes). The getinge field service engineer (fse) returned to the customer's site to complete repairs. The fse replaced the motor control board, power management board and the printer. The fse tested the unit to factory specifications and all testing passed. Subsequently, the fse performed preventative maintenance (pm) and completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse), when preparing to complete the pm, found this unit had saline spilled on it and the saline infiltrated the printer and the listed= boards. To resolve the issue fse replaced d161-00-0024-04 printer, thermal, xe-50b, custom, d670-00-1159 pcb, motor control, rohs, d670-00-1162e exch pcb, power management, rohs. It is unknown if there was a patient involved; however, no adverse event was reported.